Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; crack opening, fold creases, white particles. The leak test and microscopic analysis was performed which identified; a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device explanted and replaced.